Event description:
Boston scientific received information that this patient presented to the hospital with complaints of lightheadedness. Upon examination of the right ventricular lead, intermittent loss of capture and noise were both present on the lead. The noise noted on the lead had resulted in oversensing and pacing inhibition. As a result of the loss of capture and pacing inhibition, the patient did experience asystole for greater than 2 seconds at times. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.